Event description:
It was reported that the patient went to the clinic complaining of a "jumping" feeling on their left side. It was also reported that there was elevated left ventricular (lv) capture threshold. Reprogramming of the lv lead was unsuccessful in treating this issue so the lv lead was turned off. It was further reported that during an unrelated lead extraction and replacement procedure, it was noted that the lv lead was dislodged. The patient is a part of the system longevity study (sls). The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.